Manufacturer narrative:
The insulin pump passed the self test and reset error test with no error alarms noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported via phone call that insulin pump was showing that reservoir was empty when in fact reservoir was still full. During troubleshooting, alarm history showed a signal too low alarm and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.